Manufacturer narrative:
Concomitant medical products: product ID 8637-20, serial# (B)(4), implanted: (B)(6) 2015, product type: pump. (B)(4).

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving dilaudid (10 mg/ml at 4 mg/day) via an implanted pump. The indication for pump use was spinal pain. On (B)(6) 2015, the patient was admitted to the ER (emergency room) due to pain. The patient had an increase in pain in her lower back and neck as well as nausea and sweats. The patient believed that the pump was not working properly. There were no reported falls or issues prior to the onset of the pain. The patient was admitted. The pump logs were read when the patient was an inpatient at the hospital. No device issues were noted at that time. Per the managing physician, the patient had been seen in the office 2-3 days prior complaining of the same thing. They did not find anything wrong with the device at that time. An MRI was being ordered to determine if patient had a change in her medical status that would explain the increase in pain. The physician was also scheduling the patient for a dye study to determine if the catheter was working as expected. The dates of the MRI and dye study were not yet known. The physician would determine the next steps after the MRI and dye study were done. The issue was not resolved. The patient status was reported as "alive - no injury". Additional information was received on 04-jan-2016 from a company representative and it was reported that the patient had lost a lot of weight making a large pocket. It was suspected that the patient was a twiddler and broke the sutures. The catheter was wound over one hundred times as noted during the surgery that occurred on (B)(6) 2016. The catheter was replaced during the procedure. The previous catheter was still in the intrathecal space, tied off, and left in the patient. The reporter did not believe the dye study was done or that the MRI showed anything. The pump stalled during the MRI, but recovered in approximately 20 minutes, much less than two hours. The reporter had no other information related to the event. The cause of the wound catheter was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from the manufacturer representative indicated the wound catheter was believed to be due to pump flipping. The patient lost 100 pounds and the pocket was much looser then it had been. It was suspected the patient was manually flipping the pump.